Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin. Net. Upon review of the transmission, it was observed the implantable cardiac monitor was undersensing and had a signal dropout for the r-wave. There were no programming changes or intervention completed. There were no patient consequences and the patient will continue to be monitored.